Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15059. It was reported that the patient presented in clinic. An abrupt increase in atrial output was reported remotely on (B)(6) 2019 and was verified in the clinic. The left ventricular threshold was immeasurable across at least six vectors in clinic. The patient was sent for an x-ray on (B)(6) 2019, which revaled that the lv lead dislodged and the atrial lead's position had altered. The patient was thought to be a twiddler. Programming changes were made to deactivate the lv lead and reduce atrial pacing. The patient was stable.